Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the a device parameter error message was displayed when attempting to program the pulse generator. Subsequently, the device was programmed successfully.